Manufacturer narrative:
The insulin pump was received with a missing full segment followed by a constant audio alarm due to shorted lcd board; unable to perform any testing due to missing full segment. No burned component noted. No blank display noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump was making a noise, so she took the battery out and now the device has a blank display. The customer's blood glucose level was 177 mg/dl. The customer stated that she tried inserting different batteries to no avail. The customer stated that the device was worn in the bra and was sweated on. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.